Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing shortness of breath. Upon interrogation of the device, it was noticed the lead was programmed off in 2013. Different vectors were attempted to program the lead to capture but was unsuccessful without diaphragmatic stimulation. The lead was capped and replaced on 12/04/2017. No additional information was reported.

Event description:
New information noted that capture anomaly was failure to capture.